Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2, a4, b5, b7, d5, d6, e1, e2, g3, g6, h1, h2, h6, h11 the product will not be returned to zimmer biomet for investigation, as the device was explanted and the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient developed an acute periprosthetic infection, managed through surgical debridement, antibiotic therapy, and dair, successfully preserving the prosthesis post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4) d6a: 2014. D10 - medical product: oss femoral stem catalog # unk lot # unk. Oss distal femur catalog # unk lot # unk. Oss tibial bearing catalog # unk lot # unk. Oss axel catalog # unk lot # unk. Oss tibial bushing catalog # unk lot # unk. Oss femoral bushings catalog # unk lot # unk. Oss lock pin catalog # unk lot # unk. Oss tibial tray catalog # unk lot # unk. Oss stem catalog # unk lot # unk. G2: chile h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rodrigo olivieri, nicolas franulic, felipe amoedo, jose I. Laso, tania rojas, carlos rojas & nicolas gaggero. (2025). Knee arthrodesis with modular megaprosthesis as salvage procedure for the limb following in a patient with an infected knee tumor prosthesis: a case report https://doi.org/10.1016/j.tcr.2025.101152.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical information provided and reviewed state that the patient has a past medical history of arterial hypertension and a left tibial plateau fracture complicated by ipsilateral leg compartment syndrome. The initial surgery was a left total knee arthroplasty on where an oss orthopaedic salvage system was implanted to address malreduction, deviations, and significant bone deficit following the fracture and compartment syndrome. Subsequently, the patient developed an acute periprosthetic infection that was managed with surgical debridement, antibiotic therapy, and a dair procedure. This treatment successfully preserved the prosthesis; however, the patient was discharged at 12 months with severe residual stiffness in the left knee. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.